Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the router broke along the shaft. It was also reported that there was a three minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined.

Event description:
It was reported that during a cranial procedure, the router broke along the shaft. It was also reported that there was a three minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.